Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2013 and suture was used. During the procedure the needle pulled off the suture. The case was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): additional information was received that clarifies the number of devices involved in this event. This medwatch report # 2210968-2013-02087 is being voided. Please see medwatch report # 2210968-2013-02083 and 2210968-2013-02085 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2013-02083, 2210968-2013-02085, and 2210968-2013-02086. The same patient is represented in each medwatch.